Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A (B)(4) a composite base unit was used for an awake cranial case. The physician had the sheath and brain retractor hooked up to the skull clamp as he always does. There was way too much movement during this case and at the end of the case the swivel was loose even that the physician really needed to tightened it. There was no slippage. They use integra reusable pins and therefore they are not available.